Event description:
During a collection cycle of the plasmapheresis donation in 2005 the operator noted pink color in the plasma line tubing when responding to a ck for plasmaline hb alarm. The instrument and halted with the alarm as it is designed to do. The operator was able to identify a large kink in the concentrated cell line tubing, under the cell pump. They attempted to correct the kink and pushed the resume command to continue the donation process. A small amount of plasma was collected when another ck for plasmaline hb alarm occurred. Again the instrument halted the procedure and the operator pressed resume again. This time there was an immediate ck for plasmaline hd alarm and again the procedure halted. The operator discontinued the procedure and disconnected the donor witout re-infusion of the contents of the reservoir. This resulted in a 24 ml red blood cell (rbc) loss for this donor. The donor had not had any prior rbc loss events. After disconnection the donor was given oral fluids and went to use the washroom. Upon return they informed the staff that when volding they noted red colored urine. They were taken to the center medical supervisor (ms) for evaluation. They denied any symptoms. The ms advised the donor to see their personal physician (pcp) that same day and call back to the center after the visit. The donor agreed and left the center in good condition.